Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Information was not provided for: pt. Info. The device was available for analysis. Exactech¿s engineering manager-lower extremities, spoke with the surgeon, who reported that he impacted the bone with this instrument for approximately 30 minutes before it fractured. The project team reviewed previous durability testing performed using the device (tr-2018-0869) and found the use did not meet current durability testing standards. Additional durability testing was performed on the device under (B)(4) using more rigorous impaction force and higher number of cycles but was not able to replicate the failure. Racr-0006 rev a for total ankle instruments risk ID 9.6 recognizes the risk that a device is not designed to withstand clinically relevant forces leading to device malfunction/fracture intraoperatively. The currently expected occurrence is a ¿1¿ based on mitigations in place. (B)(4). The other incident had no known date but could have occurred in 2019. In that event, the rate of this failure is a ¿2¿ per sop (B)(4) rev k. After reviewing the mechanical testing (both previously performed and testing performed as part of the investigation), the failure of the device was most likely caused by misuse. Most likely underlying cause/root cause: per CAPA(B)(4), the broken instrument reported was likely the result of improper use of the device during surgical procedure, as supported by durability testing, review of instrumentation design, and operative technique. Corrective action taken: a complaint review for the modular impactor arm (351-10-13) will be performed in approximately one month. Specifics of mallets used in the reported complaints will be evaluated. Proper use of impactors to sites reporting complaints will be communicated. [The surgeon/facility received communication on 8 dec 2020] potential to remove junction to the impactor handle will be researched and evaluated. The CAPA is still opened at the time of this investigation, and corrective actions are subject to change. Refer to CAPA(B)(4) for this most up to date information. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. ¿ check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event. Per CAPA(B)(4), the broken instrument reported in (B)(4) was likely the result of improper use of the device during surgical procedure, as supported by durability testing, review of instrumentation design, and operative technique.

Event description:
It was reported from ous that during an orthopedic ankle surgery the surgeon experienced an issue with the instrument. During surgery the ankle peg punch did break during impacting the center peg punch. ¿in hard bone, sometimes it¿s almost impossible to impact the center peg punch¿ and even the ¿peripheral peg punch¿. The surgeon ¿needed to hit so hard¿ that during this surgery the ¿ankle peg punch¿ (bowed arm) broke. No issue with the patient. Patient left the or without any complication. The device was returned. The representative was not present at the time of surgery. Images were provided. Multiple attempts were made for additional information from the representative, but no responses were received. There is no additional for this event from the contacts.